Event description:
It was reported that while preparing the device for a surgical procedure, the anesthetic assistant had not removed the orange round disc from the connector before attaching the connector to the face mask for the patient. This caused an occlusion between the connector and the circuit, meaning no oxygen was flowing to the patient. The anesthetist supervising this case regarded the provision of the orange disc as a component of the device that presents a hazard. It is noted relative to this event that the product family variant which includes an orange disc, is neither promoted for use in the us nor has been ever been offered in distribution in the us; this event was reported from (B)(6).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During device evaluation, the baxter service technician reported a colleague infusion pump which experienced failure code 810:11. No patient injury or medical intervention was reported. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information was available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11 and determined the root cause to be an out of calibration air in line printed circuit board. The air in line printed circuit board was recalibrated to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.